Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 2/24/2023, it was reported by a sales representative via email that an ar-2290 proximal tenodesis implant system button broke after the sutures were passed and tension was applied. Inserter threads covered the buttonhole and snapped off the eyelet. This was discovered during a proximal biceps tenodesis procedure on (B)(6) 2023. Nothing broke off inside the patient, as this occurred outside while loading and tensioning the sutures for implantation.